Manufacturer narrative:
The reservoir does not stay locked in place properly due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment does not hold the reservoir. The customer's blood glucose was normal and didn't require medical treatment. The insulin pump was replaced and returned for analysis.